Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufacture date: december 16, 2020 - december 17, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed evidence of fluid inside the bladder. The photograph suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under-infused. This was identified after use of the device. It was further reported that the pump was not completely deflated. The device had been filled with fluorouracil and 5% glucose with a total volume of 96ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.